Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).

Event description:
It was reported the patient's pump started critically alarming 2 days prior to this report. It was also noted the pump initially started alarming one week prior to this report. The patient had a refill due (B)(6) 2012, but missed it due to his doctor retiring and the facility no longer taking his insurance. The patient felt 'fine' and had been provided with a fentanyl and a clonidine patch as well as oral baclofen by his physician. Telemetry had not yet been performed. The device system was used to deliver fentanyl, clonidine, bupivacaine, and baclofen. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information indicated that the patient usually got filled every three months. It was reported the device was for chronic pain back pain and multiple sclerosis. Patient was interested in at least having the device filled with saline. The patient reported the pump has provided the patient with a great deal of relief. It was noted the patient was being treated for spinal issues, multiple sclerosis spasticity, and the pain from degenerative arthritis. Additional information indicated that the patient was experiencing terrible withdrawal.

Manufacturer narrative:
(B)(4).